Manufacturer narrative:
(B)(4).

Event description:
It was reported by the inserting physician and physician assistant that the spring wire guide (swg) unraveled upon removal from patient. An x-ray confirmed that the unraveled swg did not remain in the patient. There were no reports of patient injury, harm, or adverse health consequences associated with this event. The patient's condition was reported as "fine". No additional medical intervention was required beyond that described.